Manufacturer narrative:
Unit was received with blank display due to missing battery tube spring. The battery tube was found corroded. Unable to perform all functional testing including the displacement, operating currents and verify failed battery test or low battery alert, error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to blank display. Pump received with minor scratched lcd window and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump alarmed failed battery before and after a battery change. The customer's blood glucose reading was 223 mg/dl at the time of incident. Troubleshooting found that the pump cannot rewind and also alarms low battery. It was also found that the failed battery alarm was cleared but would then alarm again. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.